Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It was reported that that bd¿ precisionglide¿ needle was clogged during use and wouldn't aspirate the medication. The following information was provided by the initial reporter, translated from portuguese to english: "40x12cm needle clogged. It wasn't possible to aspirate the diluent because the needle was clothed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd precisionglide needle was clogged during use and wouldn't aspirate the medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "40x12cm needle clogged. It wasn't possible to aspirate the diluent because the needle was clothed."